Event description:
It was reported to boston scientific corp in 2007, that during an endoscopic retrograde cholangeopancreatography with lithotripsy using a second trapezoid rx lithotripter (pt age and gender unk), "the tip popped off inside the pt's bile duct prior to crushing [the] stone". A previous device had been used an experienced similar issues. The procedure was successfully completed with an olympus device. The physician stated the "pt will have surgery in a couple of days to remove both tips from the bile duct". Several attempts to get further details were unsuccessful. The condition of the pt was reported as "okay".

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis is in progress; results will be provided in a follow-up medwatch report. Please note associated medwatch report 6000048-2007-00196.